Event description:
It was observed during the device investigation that the flexible deflectable videoscope exhibited a b31 scope communication error and had missing adhesive on the bending section. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the b31 error was due to damage on the circuit board of the video plug section. The root cause for the missing adhesive was not determined. Olympus will continue to monitor field performance for this device.